Manufacturer narrative:
The device was unavailable for evaluation. Based on the complaint information one sterile packed screw shank was assembled with a creo fenestrated screw head and placed in a patient for a multilevel fusion, and when inserting one of the screws the screw became loose and separated. Because the device was not returned for evaluation and surgical conditions could not be replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a creo fenestrated screw head has come loose post operatively. This event occurred in germany.